Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the previously implanted stent resulted in the reported failure to advance. Manipulation of the device resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the patient had previous mulitvessel angioplasty performed 10 years ago with implantation of a stent in the mid left anterior descending (lad) artery. During advancement of the 2.0x18 rx alpine stent delivery system (sds), the stent entangled with the previously implanted stent, causing the alpine stent to dislodge from the balloon. A snare device was used to retrieve the dislodged stent. Another device was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.